Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom covers, and a slice at the fantail prior to receipt. These are believed to have occurred during revision surgery. In addition, dents were observed on the bottom cover. The device passed the photographic imaging inspection. System lock was verified. The hybrid condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The internal visual inspection revealed cracks along the hybrid. The reported complaint of abnormal integrity test results and inability to measure impedance within soundwave with this device was verified during this analysis. The device was received with multiple cracks along the hybrid. A corrective action was implemented. This is the final report.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing impedance failure. The recipient was advised to cease device use. Revision surgery will be scheduled.